Event description:
The consumer reported that the patient had a loss of therapy in (B)(6) 2016. The patient¿s battery was taking ¿a dump¿ and was not working. The patient felt okay on (B)(6) 2016, but this was the first time in 3 weeks that they had been upright and finally felt good. The patient had always had nausea and episodes of throwing up where they would throw up on and off again, but recently the patient had been having constant episodes of throwing up and nausea. The patient had a lot of nausea, especially in the morning. The patient could go 3 weeks without any nausea and then had where they were down for 48 or more hours where they had constant nausea and throwing up. The patient had a return of symptoms. The patient was in the emergency room (ER) and was down for 7 days. The patient would eat something and it would come back up. This was the first time. For 2.5 weeks it had been ¿literally horrible¿ for the patient. The patient hadn¿t seen their managing health care provider (hcp) for over a year. The indications for use for this patient were gastric stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.